Manufacturer narrative:
Date rec¿d by MFR: 16oct2019. Date of report: 30oct2019. No patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16oct2019. Report date: 21oct2019. There was no patient involvement. Per the customer's feedback, the complaint was traced to their training plan, and could not be traced to a device malfunction. The customer provided the necessary training. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported equipment training is not responsible. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019.

Event description:
The customer reported equipment training is not responsible. It is unknown if there's patient involvement.